Manufacturer narrative:
Actual device sn/model # not provided for this complaint. Additional recall z number in relation to the recall are z-1972-2021 and z-1973-2021. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, lung disease, reduced cardiopulmonary reserve, liver disease/toxicity, hypersensitivity, dizziness and or headache, respiratory tract irritation, nose and eye irritation. While using the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information due to no serial/ material number and no patient contact information are available at this time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.